Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case key pad was scratched. A review of the event history log identified battery communication time out. During functional testing the reported problem was duplicated during power up process. The interconnect board and mainboard did communicate (issue with uploading process). The root cause of the issue was caused by the customer not properly uploading the software from base unit to the pump head after replacing the main board. Uploaded version 1.5.1 to the base unit (interconnect board) and rebooted the pump's head (main board) by performing power point process. Uploaded customer software version 1.6.1 on the pump.

Event description:
It was reported that the pump's battery would not register. No patient injury reported.